Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that the date of the complaint had been overwritten due to continued use. The keypad was intact; no damage was observed. During testing, all keypad buttons responded appropriately to button presses. No buttons were found to be hypersensitive. Each button was pressed multiple times and every button responded for each press. The keypad cover was removed and no defects were found. The complaint of the hypersensitive keypad buttons was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that when entering information into ez carb menu, they would be returned to the main menu with out user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.